Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2010. Left external iliac artery diameter was about 6mm, and smallest part was 4.4mm. Moreover, calcification was partly observed in left external iliac artery. Right external iliac artery diameter was about 5mm, and smallest part was 4.1 mm. Calcification was also locally observed in right external iliac artery. Proximal neck was flare shape and the diameter was different in each part such as 25mm, 29mm, 32mm, 28mm and 23mm below renal artery. Because of these condition, the patient's anatomical form was not suitable for aaa repair. The stent grafts were placed after both access vessels were dilated with another manufacturer's 8mm balloon catheter, and the top cap was deployed before cannulation from contralateral side. Angiography revealed no endoleak existed when the stent grafts were placed. An 8mm x 4cm smart stent was placed in left external iliac artery after the main body sheath was withdrawn and an 8fr sheath was inserted instead. Another manufacturer's 8mmx6cm stent was placed in right external iliac artery after the right iliac leg sheath was withdrawn and another 8fr sheath was inserted instead. Vessels were dilated with a balloon catheter 8mm pta balloon catheter, and angiography was performed. It revealed right external iliac artery was ruptured. Bleeding from the ruptured part was restrained with occlusion of another manufacturer's 8mm balloon catheter, and protamine was administered. The balloon was inflated for a while to stop bleeding, and angiography was performed. It was confirmed contrast agent didn't flow outside vessel. Just to be safe, another five minutes balloon inflation and angiography were performed again. Then the physician decided to take follow up observation and the procedure was completed. A few minutes after the pt was transferred onto a stretcher, vital signs changed suddenly. Open surgery was performed and bleeding was attempted to be stopped, but cardiac arrest was occurred. Despite cardiac massage, heartbeat was not confirmed, however, it was observed after countershock. Another manufacturer's 40mm balloon catheter was inserted from right femoral artery, and it was inflated to stop bleeding. A coda balloon catheter was inserted from left femoral artery and the balloon catheter inserted from right femoral artery was deflated to place an additional iliac leg graft in the ruptured part of right external iliac artery. Then, cardiac arrest was observed again. Cardiac massage and countershock was performed, but heartbeat was not confirmed. After several countershock, heartbeat was observed. The coda balloon catheter inserted from left femoral artery was used for occlusion, and the additional iliac leg graft was inserted from right side was placed in the ruptured part. The ballooning was performed to secure the graft, but bleeding was not resolved. It was confirmed calcification part of left external iliac artery was widely perforated. Blood vessel prosthesis was used as a patch to seal the perforated part. Another iliac leg graft was placed in left external iliac artery. The coda balloon catheter was needed to be remained for occlusion since bleeding was not resolved completely and cardiac condition was extremely bad. So the coda balloon catheter and the sheath at right side were not removed from the patient's body, and the physician decided to take follow-up observation at ICU. Following is the info provided by our distributor on 10/25/2010. On (B)(6) 2010, the coda balloon catheter used for occlusion was deflated and blood flowed into lower extremity. Blood pressure was about 70 and the pt was stable. On (B)(6) 2010, the pt expired.

Manufacturer narrative:
Death is labeled in the IFU. Dissection is labeled in the IFU. Investigation evaluation: no product or images were provided to assist in this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The IFU also provides recommendations for proper selection of graft size based on patients specific vessel diameter. The failure mode assigned to this case is dissection. This failure mode was determined based on the provided event description as well as the physician comments. "Several parts in both external iliac arteries were ruptured and dissection was thought to be caused. No adverse event was observed when angiography was performed after stents were placed in both external iliac arteries. The pt was stable before vital signs changed suddenly. It was confirmed the luminexx stent placed in right external iliac artery almost tore vessel when open surgery was performed. It is unknown when left external iliac artery was ruptured, but the perforation was at calcification and size was about 5mm. The stents placed in both external iliac arteries were 8mm. The stents might have been too big." A definitive root cause could not be determined at this time. The patient's anatomy was outside the IFU in multiple ways, as the access vessels were too small and calcification was present. These conditions were likely a contributing factors to the dissection, however, from the event description, it is also feasible that competitors devices may have also led to the dissection. We will continue to monitor for similar complaints. A quality engineering risk analysis (qera) was performed and the risk associated with the failure mode will remain at an acceptable level.